Event description:
Procedure type: stress urinary incontinence. According to the reporter: the pt's attorney alleged a deficiency against the device. Product and used for therapeutic treatment k lattimore (B)(6) 2013.

Manufacturer narrative:
(B)(4).